Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to incision of cists. The needle was found detached. Another suture was used to continue. There was no patient involvement.